Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pcu had multiple 800.8000 errors, software fault on the morning of (B)(6) 2025. The pcu was being setup for battery conditioning and no other modules were attached. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report that the pcu had multiple 800.8000 errors was confirmed through a log review of the suspect pcu logs; however, it was not replicated during extensive laboratory testing. The pcu event log showed that the system error occurred during the execution of the ¿optimal battery conditioning¿. The suspect pcu was tested following the key press performed. The optimal battery conditioning was confirmed, and the battery conditioning test was started. The ¿optimal battery conditioning¿ and ¿fast battery conditioning¿ were performed, the battery conditioning tests completed with no errors or malfunctions. The suspect pcu did not reproduce the error code. The event date was reported as 10 july 2025; time was not reported. Review of the pcu error log showed no errors were recorded on the reported event date. The error log showed 11 (eleven) error codes 800.8000 on (B)(6) 2025 at 8:42 am. The error code 800.8000 indicates a software fault. A review of the pcu event log showed that the error code 800.8000 occurred when the ¿optimal battery conditioning¿ test was performed in the suspect pcu. The bd alaris¿ pc unit system error tip sheet notes that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. There was no patient involvement. Note to repair center: please replace the pcu power supply board. Device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pcu had multiple 800.8000 errors, software fault on the morning of (B)(6) 2025. The pcu was being setup for battery conditioning and no other modules were attached. There was no patient involvement.